Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 575 mg/dl. Customer experienced diabetic ketoacidosis, chest pains, nausea and a headache. Customer went to the hospital on (B)(6) 2017 at 9:00 am. Customer¿s parent advised when they realized the patient had high blood glucose levels they removed the insulin pump and treated them with an insulin pen. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer performed the high pressure test and the insulin pump failed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.